Event description:
Pt fall. Pt was in hoyer lift being transferred from bed to motorized wheelchair. As soon as legs of hoyer lift cleared from underneath bed, hoyer tipped. One side came unhooked and pt fell about 3 1/2 feet to floor landing on buttocks.